Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09gyf, implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
The patient reported uncomfortable stimulation. When going through certain buildings like department stores, home depot, and the dollar store, he feels a pulsating in the groin area. Stimulation was noted to always be on. Troubleshooting was not possible at the time of the call as the patient did not have the programmer with them. He was going to call back to be instructed on how to turn stimulation off. This had been occurring for about a year. It was noted the patient did not have a doctor at the time of this report. Relevant medical history included gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the reported issue and if the issue was resolved. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the patient had felt a strong current that led to the uncomfortable stimulation. To resolve the uncomfortable stimulation when going through certain buildings, the patient avoided the detectors. The patient avoided the rotary doors and walked behind/beside them. The issues with the uncomfortable stimulation had been resolved. The patient knew how to turn it off and on if he needed to.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that when the patient went into certain stores and passed through security screening devices, they felt a real strong stimulation in the groin area. This had been since implant on (B)(6) 2013.